Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the chair, when reclining the chair, the bolt came out of the reclining back hardware and the holes in the canes are stripped.